Event description:
It was reported that device migration occurred. A left atrial appendage closure (laac) procedure was being performed concomitantly with an ablation. The ablation was completed without incident. A watchman trusteer access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were then selected for use for the closure procedure. After one deployment all position, anchor, size and seal (pass) criteria were met, so the physician released the device. Upon release the device canted and rotated leaving the threaded insert under the limbus. The physician successfully snared the watchman. There were no patient complications and vitals remained stable during the retrieval. The laac procedure was canceled and will be rescheduled for a later date.